Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va34zdp, implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were painful around the area where the leads were. The patient stated the incision area and where the implant was does not bother them too bad. The patient was redirected to the healthcare provider (hcp) to address the issue. The patient mentioned they will see their hcp in august 8th. Additional information was received from the patient. The patient stated that they still having pain from where they have their implant, they reported they have already reach their hcp. Patient redirect to hcp for further assistance. The patient called expressing being very concerned about the pain they were feeling extremely deep inside their hip and where the leads are and how it was progressing. The patient stated they called their healthcare provider (hcp) yesterday but their physician asked them to call back manufacturer representative (rep) requesting assistance. Patient mentioned their hcp remind them they have a post-op next week and that they should keep takingthe pain medication they were prescribed after implant. Patient requested to speak to someone from the ambassador program to feel comforted in some way about what they are experiencing. Patient said they missed a call from their ambassador during the trial phase and now they cannot call them back. The patient also mentioned they don't see anywhere that patients with the implanted device cannot get in touch with patients from the ambassador program. The patient was escalated and mentioned they will sue medtronic as they feel deceived and discriminated. The patient did not want any technical advice, simply to get in touch with someone who has the ins to further discuss if the pain they are feeling is normal. Agent reviewed role of patient services and the role of the hcp. Call was transferred to a pats agent to help de-escalate patient. The patient was escalated and was transferred to patient services (pss). The patient wanted to speak with an ambassador as they missed the call before implant. Reviewed the ambassador's role. Patient said it was miss leading. Patient said they were having pain and it was traveling. Patient was concerned about the depth of the pain. Patient said the earliest the patient could get into the hcp is 08-aug-2025. Reviewed how to adjust stim. Patient decreased stim and will monitor pain. Patient also mentioned discomfort and swelling at the implant site, recommended discussing with hcp. Additional information was received from the patient. The patient stated that they brought up they were in tremendous pain, they were sore and it felt like they had a railroad spike inside of their hip. Patient stated the pain was so bad it was almost dropping them and their husband had to catch them several times. Patient saw hcp and was told what they were experiencing was not normal and they changed the program and the setting. They confirmed the adjustment made helped with the pain and they don't have the sharp pain like the railroad spike anymore but they can feel the stimulation a lot more now than they did before, it's comfortable now though. Patient also noted that the swelling has gone down substantially and it's healing well, they can feel the implant when they press that area; they wondered if they'll always be able to feel it. Reviewed device information. They also added that now that the scab has come off, they noticed they have a knot in between the size of a bb and a marble in the area where the leads are at and they wondered if that would minimize. Redirected to hcp for evaluation. They're scheduled to follow-up with hcp on august 20th.